Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The iegms and trend curves you provided have been analysed and both complaint issues can be confirmed. Pacing impedance shows a temporary drop in the beginning of (B)(6) and the iegm episode of (B)(6) shows intermittent noise on the rv channel. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation period of 85 months out of range impedance measurements were reported via home monitoring as well as oversensing on the rv channel. All charges were aborted. The patient was not shocked. Biotronik has no information about further revision or replacement of the lead. Should any details become available, we will inform you accordingly. The lead was not returned for analysis.